Event description:
It was reported that the patient presented for a scheduled leadless pacemaker (lp) implant procedure. During the procedure, while retracting the protective sleeve, the device suddenly moved out of the mapping position and popped upward toward the anterior portion of the right ventricle (rv). Helix deformation was observed at the distal end of the helix. The lp was ultimately not used and replaced with new lp during the same procedure. Patient condition was stable.

Manufacturer narrative:
Correction: section h6 should not include "device dislodged or dislocated" as medical device problem code.